Event description:
It was reported that the patient's therapy was working well until she fell 6 months after implant. The patient's health care provider (hcp) could not get it to work properly after. The implant was removed 2.5-3 years ago when the hcp went to fuse her bone and it as in the way. The lead was not explanted.

Manufacturer narrative:
Product ID: 3889-28, lot# j0331916v, implanted: (B)(6) 2004, product type: lead; product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension; product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer. (B)(4).